Event description:
It was reported that burr became stuck on guidewire. The target lesion was located in left superficial femoral artery. A 2.50mm peripheral rotalink plus was selected for use along with a rotawire. During procedure, the physician noted the burr became stuck in the forward-throw position. The rotawire and the burr catheter could not be pulled back as a system. It was thought that the catheter was stretched. The burr did not 'pop' through the lesion and the physician believed that the lesion was preventing him from removing the system or wire. There was no kink in the sheath or any other issue noted. A balloon was delivered alongside with the catheter and plasty the lesion. The system was removed as a unit without harm to the patient. A new 2.25mm burr was introduced to treat the lesion and completed the procedure without further complications. The patient was fine post procedure.